Event description:
It was reported through the results of the clinical trial (B)(4) of a non-commercially available device (bd liverty tips stent graft study), that a subject experienced an adverse event involving a commercially available pleurx catheter, which was not part of the study. The catheter was implanted on (B)(6) 2025 and explanted on (B)(6) 2025. The device was implanted in the right lower abdomen. The subject developed a catheter-associated infection during this period. The severity of the adverse event was mild. The adverse event was not related to the study device. The adverse event was not related to the study procedure. The catheter type and material number are unknown. The outcome of the adverse event was recovered/resolved.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records has not been performed. The device was not returned. The investigation is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. Complaints received for this product and conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. B5 (describe event or problem), d4 (expiration date is unknown), g3 (date received by manufacturer), g6 type or report - follow up# 1), h2 (correction and additional information), h4 (device manufacturing date is unknown), h6 (annex g ¿ component code), annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions), annex e - health effect - clinical code). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trial (B)(6) of a non-commercially available device (bd liverty tips stent graft study), that a subject experienced an adverse event involving a commercially available pleurx catheter, which was not part of the study. The catheter was implanted on (B)(6) 2025, and explanted on (B)(6) 2025. The device was implanted in the right lower abdomen. The subject developed a catheter-associated infection during this period. The severity of the adverse event was mild. The adverse event was not related to the study device. The adverse event was not related to the study procedure. The catheter type and material number are unknown. The outcome of the adverse event was recovered/resolved. During follow up response it was further reported that the pleural catheter inflamed, reddened, warm, swelling, painful, purulent at the punctures site according to the patient.